Event description:
Reportable based on device analysis completed on 13may2025. It was reported that the guidewire was bent and could not cross the guiding catheter. The patient underwent carotid artery stenting under local anesthesia, and angiography determined that the c1 segment of the right internal carotid artery was over 95% stenosed. The 8f sheath was replaced and the mach1 guiding catheter was advanced at the opening of the internal carotid artery. Afterwards, a 190cm filterwire ez was advanced through the guiding catheter. However, during advancing, it was noted that the guidewire at the front end of the filterwire was bent and could not cross after repeated attempts. The filterwire was replaced with another of the same and advanced again at 2cm distal to the lesion. The 530 sterling balloon was then inflated and withdrawn, followed by placing the 7 * 40 wallstent along the guidewire. The procedure was completed, and there were no patient complications as a result of this event. However, device analysis revealed the spring tip was detached.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed that the wire returned inside the delivery sheath and the filter bag came back in deployed state. The retrieval sheath was returned. It is possible to observed that the spring tip was detached, kinked and stretched, moreover the delivery sheath was kinked. During functional inspection, sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. No other issues were identified during the product analysis.